Event description:
Procedure: lavh. According to the reporter: the device was applied to the lavh to be used in closing the adnexa gyn. After firing the device, the surgeon tried to open the jaw, but the jaw would not open. The surgeon cut the staple line off with a monopolar and bi-polar. There was little bit of bleeding and tissue damage.

Event description:
User received elevated tpsa results for two patient samples, which repeated with a lower value. For patient 1, the sample was initially tested from an aliquot from the primary sample tube. This sample gave a result of 0.78 ng/ml which the customer rounded to 0.8 ng/ml. This result was not reported outside of the laboratory. The original sample aliquot and primary tube were repeated, each giving a result of < 0.006 ng/ml. These results were accompanied by a data flag. Patient 2 was a male, (B)(6). The sample was initially tested from an aliquot from a primary tube and gave a result of 33.15 ng/ml. This result was reported outside of the laboratory. The physician did not believe the result and requested the patient be redrawn to check/verify true result value. The patient was redrawn the same day. An aliquot of the redrawn sample was tested, and gave a value of < 0.006 ng/ml. This result was accompanied by a data flag. Customer reported the tpsa result for this sample as <0.03 ng/ml. The customer then repeated both the original and redrawn primary sample tubes which recovered at < 0.006 ng/ml. Both results were accompanied by a data flag. The patient was not affected. The tpsa reagent lot number was 15617201. The field service representative was unable to determine a cause, but found the measuring cells needed replacement as they had reached the recommended limit. He performed measuring cell replacement and ran performance tests which passed. All voltages were checked and passed. Customer to initiate rule/delta check for tpsa assay to repeat results > 5 ng/ml effective (B)(6) 2010.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
A definitive root cause for the issue was not found. The root cause could be related to the measuring cells, since after replacement of the measuring cells, the instrument operated within specification. Additionally, it was determined that the customer may not have been centrifuging the samples for an adequate amount of time prior to analysis.